Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06914. It was reported that the patient presented for follow up remote via merlin.net with the right ventricular lead exhibiting an out of range impedance measurement and noise resulting in non-sustained right ventricular over-sensing. It was also noted that the right atrial lead exhibited loss of capture. Programming interventions were discussed; however, no changes were reported. The patient was in stable condition.

Event description:
Rv: riata active fixation: related manufacturer reference number: 2017865-2020-06914. Ra: tendril sdx lead: related manufacturer reference number: 2017865-2020-06918. New information received notes that both the right atrial and ventricular leads were explanted and replaced. The atrial lead appeared to have insulation damage. The right ventricular lead was possibly fractured. The patient tolerated the procedure well.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, d7, d10, h1, h2, h3, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported events of loss of capture and insulation abrasion were confirmed. As received, a partial lead was returned in two pieces measuring 10.3 cm and 45.0 cm. Visual examination found two external abrasions noted at 10.0-10.3, and at 44.4-45.0 cm, breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event of loss of capture was isolated to the lead to can insulation abrasion. Due to procedural damage to the inner insulation the distal portion was shorted. Visual and x-ray examination did not find any other anomalies, except for procedural damage.